Event description:
Edwards has learned through a clinical trail that a 23mm model 2800 pericardial valve was replaced in a valve-in-valve procedure due to severe aortic stenosis. The implant duration at the time of the procedure was ten (10) years, three (3) months, and twenty-seven (27) days. Patient presented with elevated gradients and mild aortic regurgitation. Device remains implanted.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The device history record (DHR) review is in process. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was replaced after an implant duration of approximately ten (10) years due to stenosis. The valve was not returned to edwards for analysis. This patient has a history of hypertension, CABG, coronary artery disease and hepatitis c. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and attempts to get additional information have been unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for aortic stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.